Manufacturer narrative:
Additional devices implanted and/or related to this event: rlt281416j/unk the UDI for the gore® excluder® aaa endoprostheses is not available since the devices lot/serial numbers is unavailable. A review of the manufacturing records for the devices was not possible since the devices lot number is unavailable. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (e.g. Dissection).

Event description:
On (B)(6) 2019, this patient underwent an endovascular repair for an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The endoprosthesis was deployed, and touch-up ballooning was performed using a gore® molding and occlusion balloon catheter. Post implant and ballooning a localized dissection at the distal edge of the contralateral leg component in the right common iliac artery was observed, and the physician elected to monitor it. No further issue reported, and the procedure was completed. The patient tolerated the procedure.

Manufacturer narrative:
Correction b5.

Event description:
On (B)(6), 2019, this patient underwent an endovascular repair for an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis.